Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract] the string came apart from it [device breakage] case narrative: consumer reported via phone that the tampon string came apart and became stuck in her vagina. No serious injury was reported.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract] the string came apart from it [device breakage] case narrative: consumer reported via phone that the tampon string came apart and became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2022. An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract] the string came apart from it [device breakage] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via phone that the tampon string came apart and became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.